Event description:
It was reported by the customer "I used the piccs with a clamp today. On inserting the wire, I noticed the wire was very floppy and as I inserted the tip, it would not advance after a few centimeters of insertion. On screening, the wire formed a knot in the vein. This has never happened before. I had to abandon and do the PICC insertion on the other arm but using a v18 wire."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regt3398 showed no other similar product complaint(s) from this lot number.